Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep cleaned the image process and display adaptor printed circuit board contacts and reseated the related connections. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor would not display an image. No pt injury was reported.